Event description:
The customer stated the device was dropped and displayed in showing all pixels. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.